Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "Applied medical kii balloon blunt tip system trocar was inserted without difficulty. However, upon attempting to inflate the balloon it would not inflate since there was a hole in the balloon. Replaced with "like" device which functioned without issue." Patient status- "stable".

Manufacturer narrative:
This report is to follow up with medwatch # mw5057970. Investigation summary: the event unit was returned for evaluation. Upon inspection, a scratch was noted on the distal end of the unit. Engineering inflated the balloon, and it was determined that the leakage was caused by a large cut in the balloon. During the manufacturing process, all kii balloon blunt tip trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Based on the evaluation of the returned product, this incident most likely resulted from contact to the balloon with a sharp instrument or object. Any type of interaction with a sharp or abrasive object can compromise the integrity of the trocar balloon. The instructions for use states, "do not allow sharp instruments or objects to come into contact with the balloon. Use caution around metal clamps, staple lines and during secondary port placement." In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.